Event description:
It was reported that the atrial lead exhibited low p-wave sensing and a capture threshold above 6.0 v. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.